Manufacturer narrative:
The device was returned and is currently in analysis. The patient remains ongoing on vad support. No further information is available at this time.

Event description:
A left ventricular assist patient was walking in their room when the connection between the 5 ft and 7ft pneumatic lines became disconnected. The pump stopped. The patient was reconnected to a back-up driver. It was also reported that a disconnection had happened approximately 12 hours before and the lines were reconnected. The center did not contact the manufacturer about first event.